Event description:
On (B)(6) 2013, the nurse reported the patient was experiencing pain with v.a.c. Therapy, and alleged observing 98% slough in the wound that she would "clean up." On (B)(6) 2013, the nurse reported that the slough was necrotic tissue that required sharp debridement, date not provided. The patient's pain has resolved, and the patient is doing well.

Manufacturer narrative:
On (B)(4) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(4) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: ensure appropriate debridement prior to treatment. Examine the wound and debride as necessary. Debride with wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.